Event description:
Catheter was flushed, connected, no image: catheter was disconnected and reconnected, program re-started, did not help after 3rd time reconnect. Manufacturer response for ivus refinity catheter, (brand not provided) (per site reporter) issued rga# (B)(4), and sent return kit.